Event description:
Outer cannula separated from the flange on an 8perc tracheostomy tube. The customer reported that initially the replacement tube was tolerated but then the pt experienced a short period of airway edema.